Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4). Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the pt would start to charge their implant then immediately the charge would stop and turn off (pss understood that the controller would turn off and they could no longer charge their implant). Pt had done multiple controller resets but that did not resolve the issue. Pt mentioned that their implant was currently dead. During the call pt denied any heat when charging their implant and they verified that there was no damage to the rtm. Pt mentioned that their stimulation did turn off just one time on its own but they were able to turn their stimulation on with no trouble. An email was sent to the repair department to replace the rtm.